Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection in the incision when the device was implanted. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Concomitant medical devices: product ID, 37746, serial#: (B)(4), product type: programmer, patient; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).